Manufacturer narrative:
Unit received with unresponsive act buttons due to flattened dome switch. (Creased) no button error alarms were noted. Unit received with scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 132 mg/dl. Troubleshooting was performed. The device was returned for analysis.